Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-13087. It was reported that a patient presented on (B)(6) 2021 with a pocket infection due to a recent implant a few weeks ago. The implantable cardioverter defibrillator system was explanted successfully. The patient was stable throughout.